Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Analysis of the data log shows the "impella position unknown" alarms throughout the case. Based on the available information, the root cause of the positioning issue was most likely use related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 63-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The dislodged into the aorta during support and needed to be exchanged when it was unable to recross the aortic valve. No further information was provided. There was no harm reported to the patient.